Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. Based on the available information, the reported paravalvular leak (pvl) was related to the valve as the valve did not provide adequate seal. The atrio-ventricular (av) block was likely related to the valve and procedure due to the proximity of the aortic valve to the av node and the timing of onset. The cause of the ventricular tachycardia (vt) is unknown, but is likely related to the procedure. The vt requiring cardiopulmonary resuscitation (CPR) likely caused the hypoperfusion which led to myocardial infarction, brain damage, stroke and death. All reported adverse events and severities are documented within the risk files and instructions for use (IFU). No further action is required. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this event, a post-implant balloon aortic valvuloplasty (bav) was performed which reduced the pvl to trace. Trace pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. The reported av block and cardiac arrest are types of conduction disturbances. Conduction disturbances are known potential adverse e ffects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav), as was performed here. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. According to the physician, the patient may have experienced the third d egree/complete av block due to the valve implant procedure that interrupted the conduction system. Vt is also a type of conduction disturbance, and was likely a result of the pacemaker implant procedure. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A variety of factors can influence the onset of stroke, and it is also addressed as a known potential adverse effect per the device IFU. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the medical safety assessment, the vt requiring CPR likely caused the hypoperfusion which led to the myocardial infarction, stroke, and death. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that following the implant of the firs valve, mild to moderate pvl was reported, hence the reason for the post dilation. Following the post bav, the pvl had reduced to trace. Following the procedure, the patient experienced complete atrio-ventricular (av) block and cardiac arrest. Information clarified that the "blind procedure" was an implant technique performed with no x-ray or real confirmation regarding the tip position. This was done due to the critical circumstances in the case and ongoing CPR. A stroke was confirmed via computed tomography (CT) and clinical symptoms of the patient. According to the physician, the patient may have experienced the third degree/complete av block due to the valve implant procedure that interrupted the conduction system. The patient remained unconscious for the four days following the valve implant procedure. Clinical course decreased, and the patient died. The hypoperfusion resulted in the myocardial infarction, and ultimately the patient death as the hypoperfusion caused brain damage.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient¿s native aortic annulus measured 22 millimeter (mm). The patient¿s sinus of valsalva (sov) measured 26mm on the right coronary cusp (rcc), 27mm on the left coronary cusp (lcc), and 28mm on the non-coronary cusp (ncc). The right coronary ostium was 7mm above the annulus and the left coronary ostium was 12mm above the annulus. Pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-medtronic (true) balloon. Following the valve implant, paravalvular leak (pvl) was observed. A post-implant bav was performed using a 20mm non-medtronic (true) balloon. The patient was awake and in good condition when leaving the operating room with no signs of a conduction disturbance. Approximately one hour following the procedure, atrio-ventricular (av) block occurred. A permanent pacemaker was subsequently implanted using a ¿blind procedure.¿ ventricular tachycardia occurred and cardiopulmonary resuscitation (CPR) was performed for 2-3 minutes. Subsequently, the patient did not wake up. It was reported that brain damage was detected due to hypoperfusion. Myocardial infarction occurred. It was reported that the cause of the brain and myocardial damage was unknown. While the patient was unconscious, an angiogram was performed which shows good perfusion to both coronary arteries. Four days following the valve implant, the patient died.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.